Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was site connector. The patient experienced mild to moderate diabetic ketoacidosis which the patient is able to self-manage. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.